Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00596403010, articular surface size cd 10 mm height , lot 63300596, 00597206532, all poly patella size 32 mm dia, lot 63436580, 00599601401, femoral component, lot 63513953. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00281, 0002648920 - 2019 - 00044, 3007963827 - 2019 - 00025.

Event description:
It was reported that approximately 1 year post implantation, the patient is suffering from pain and inflammation. Physicians have performed many tests, and have not ruled out a cause. Attempts have been made and no further information has been provided.